Event description:
Customer reported that she has been experienced high blood glucose. Customer stated that she went to her doctor to discuss her high blood glucose and check the bolus wizard settings. Customer requested assistance with explaining the bolus wizard since she is still having issues with high blood glucose. Customer was upset and stated that she wants to get the issues fixed th be able to feel. No blood glucose value obtained or troubleshoot performed as the customer got disconnected. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.